Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the lead had bad sensing and was re-positioned several times. Eventually, the helix couldn&#17696;be screwed out anymore and fixation was impossible. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.the helix exceeded specification the number of turns to extend and retract.the analyst also noted: helix would not extend due to drive shaft lug stuck behind the retraction stop.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.